Event description:
It was reported though ilet experience study that the insulin pump infusion set tubing became disconnected from the connector after a supply change, which resulted in a high blood glucose and an on-device high glucose alert; the user subsequently administered 6 units of humalog u-200 by injection, waited three hours, replaced all infusion supplies, and blood glucose returned to range. Investigation of this case revealed a loose tubing-to-connector interface reported by the user, with no lot number available for the infusion set. Symptoms included dry mouth, nausea, and anxiety. Outcomes included transient hyperglycemia lasting about two hours without need for medical intervention. It was concluded that the event was consistent with hyperglycemia due to interruption of insulin delivery from a tubing disconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.